Event description:
Customer reportedly received the following results on the aviva ii system within 10 minutes: 426 mg/dl, 294 mg/dl and 160 mg/dl. No adverse event reported. Requested return of the alleged device and replacement was sent.